Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that the insulin pump was exposed to water at a pool prior to the alarm. Blood glucose value was 153 mg/dl. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.